Event description:
The customer reported that the insulin pump alarmed motor error. The customer's glucose reading at time of call was 132mg/dl. The caller stated that the device was exposed to an MRI while having an ultrasound. Troubleshooting was performed. Assisted the customer to run the displacement test and failed. Advised the customer that the insulin pump is replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to corroded motor home switch. Unable to perform displacement test due to motor anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.